Event description:
A surgeon reports an intraocular lens was explanted and replaced one year following initial implant surgery due to an aberration seen on the front of the lens. Additional info has been requested.